Manufacturer narrative:
The reported event could be confirmed since the device was not returned for evaluation but with the available radiograph it could be confirmed. With available radiograph a formal medical opinion was sought. The event of loosening and migration of the glenoid construct is confirmed on the x-rays. One of the screws is completely out of the baseplate, indicating slow progressive loosening. The one image does not allow for assessing a root cause, because in loosening many factors are in play (i.e., malposition at the index surgery, soft tissue tensioning, bone quality, and many more). ¿failure of total shoulder replacement over time is a known complication. In case of a revision procedure a medical opinion aiming to determine the root cause of the failure is part of the internal investigation process. Sufficient (radiological and clinical) information must be provided to enable a meaningful clinical assessment and to identify possible causes of failure. In cases where no such information is available, this assessment is limited. No conclusive statement can be provided, because key clinical information (e.g. Clinical status, exact symptoms and range of motion of the patient, assessment of the treating physician) is missing. Due to these limitations, I am unable to provide statements about the patient, the procedure, and/or the device in relation to cause of the failure.¿. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the lot number was not communicated. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If the device is returned or any further information is provided, the investigation report will be reassessed.

Event description:
A revision surgery was planned due to glenoid loosening and probable infection.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
A revision surgery was planned due to glenoid loosening and probable infection.